Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 63 year old male with an impella 5.5 due to a high risk cardiac procedure. During support, the purge flow decreased and purge pressure increased. Medical staff decided to start lysis therapy according to hospital standards. Currently, purge flow and purge pressure in normal range. The pump was explanted.

Manufacturer narrative:
High purge pressure: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.